Event description:
It was reported that the right ventricular (rv) load exhibited an increase in threshold. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).